Event description:
It was reported that during a laparoscopic distal gastrectomy, the products were used for duodenum transection. During the firing, there was a strange sound when the knife was moving forward and backward, and its movement was not smooth. There was oozing from the cut end of the duodenum, and the main body was replaced and additional resection was performed. From the beginning, the reconstruction method was planned to be roux-en-y method, and there was no change in the reconstruction method. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 07/02/2025. D4: batch #unk. Additional information was requested, and the following was obtained: could you please provide more details about the type of oozing? There was oozing from the cut end of the duodenum. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? Unk. How was the leak controlled? Unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with five gst60b reloads present. The reloads (b and c) were received fully fired with no apparent damage. The reloads (d, e, and f) were received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number m9a19e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.